Event description:
Deflation resulting in explantation.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
The following updates were made to the report: adverse event, outcomes attributed to adverse event, date of this report, manufacturer name, city and state, contact office - name/address/phone number, type of report, type of reportable event, if follow-up, what type, unchecked evaluation summary attached, event problem and evaluation codes, and additional narratives/date. Evaluation summary was removed as an attachment. The evaluation summary is as follows: no manufacturing defect was found on macroscopic or microscopic examination of the explanted device. The reported leak could not be reproduced during explant analysis. The leak was likely due to tissue debris in the posterior valve channel affecting seal of the valve which was dislodged by the surgeon during explantation.

Event description:
Deflation resulting in explantation.